Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
D4: catalog # changed; UDI # added.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and the complaint history could not be performed as lot and part info was not reported. All available information was investigated and without the device to analyze, a definite cause for the reported entrapment of device or device component could not be determined. Inability to open the clip stuck in anatomy was a cascading effect/procedural condition. It should be noted as per the instructions for use (IFU) intended use section, ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off label appears to be related to using mitraclip procedure to treat severe tricuspid regurgitation (tr); however, as it cannot be confirmed if the off-label use contributed to the reported issue. The reported foreign body in patient appears to be related to procedural conditions (in an attempt to remove the clip from the chiari network, the physician attempted to insert wire in the gap between the clip¿s arms and pull back on the clip using a peripheral balloon). The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled, an unusual complication during transcatheter tricuspid valve repair.

Event description:
This is filed to report device entrapment and foreign body in patient. It was reported through a research article titled: an unusual complication during transcatheter tricuspid valve repair, that a mitraclip procedure was performed to treat severe tricuspid regurgitation (tr). An xtr clip delivery system (cds) was advanced into the tricuspid valve, but when attempting to grasp the anterior and septal leaflets, the trajectory of the clip was noted to be inadequate. Therefore, the clip was attempted to be pulled back into the right atrium (ra). At this time the clip became stuck on the chiari network. In an attempt to remove the clip, the clip arms were attempted to be opened; however, they were unable to as it was noted that the clip became impossible to control. In an attempt to remove the clip from the chiari network, the physician attempted to cross a wire in the gap between he clip¿s arms and to pull back on the clip using a peripheral balloon. This attempt was unsuccessful, and the clip was deployed. Two additional xtr clips were implanted, successfully reducing tr. Please see article for additional information.